Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. It was confirmed the customer was able to reload the same cartridge and resume insulin by following the on screen instructions. Customer's blood glucose (bg) was 560 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.